Manufacturer narrative:
Investigation: the leukoreduction filter was received for investigation. The leukoreduction filter was tested for flow rate and air leaks. A slow flow rate of 15ml/min was noted and it was confirmed that there were no air leaks. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. There have been no similar complaints against this production lot number. Root cause: the root cause for the leukoreduction failure is undetermined. Leukocyte leakage is commonly cause by the following factors: characteristics of blood - there is a possibility of leukocyte leakage due to blood characteristic of donors. Pressure loaded on filter membranes - when a physical stress on the filter membranes is greater than what is expected, trapped leukocytes are pushed out of the filter membranes and may result in leukocyte leakage.

Manufacturer narrative:
(B)(4). Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. (B)(4).